Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 16 march 2017. The fse lengthened the tubing to the sorter head as it was pulling on the head making it rise. The engineer checked the alignemner for all sorter alignments and ran sorter test with no issues. The customer ran quality control (qc)with no issues, qc was in range. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the sorter out of alignment.

Event description:
On (B)(6) 2017 a customer reported errpr 2204, mf flags and message sorter won't pick up cup with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting bhcg, e2, and lhii patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.